Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Prior to sensor insertion the area was prepped with alcohol on (B)(6) 2023, the patient developed redness underneath the sensor pod area only. The patient had itching sensation in the area. On (B)(6) 2023, the patient consulted a healthcare provider who prescribed an oral antibiotic medication (penicillin tablets 4 times per day) and a topical antibiotic ointment (mupirocin 2 percent). At the time of the report, the skin reaction was still present but the patient was doing okay. No additional patient or event information is available.